Event description:
Information was received indicating that a smiths cadd® medication cassette has caused under delivery. It has been noted that a percent of the volume always remains after infusion stops. The patient did not receive prescribed amount of medication but there was no reported serious injury to the patient.